Event description:
Curewrap infant cooling blanket acquired multiple holes in it and soaked baby and bed linen. Rn had to replace cooling blanket during rewarming process. Set temperature was increased to 35.3 at 22:00 and core temperature reading 35.0 so within normal variation for set temperature. Manufacturer response for cooling blanket, curewrap (per site reporter) no response to date.